Event description:
On 08/13/2009, the lay patient contacted lifescan (lfs) alleging that her one touch basic enhanced meter displayed the apply sample message. The complaint was classified based on the customer care advocate (cca) documentation because the medical surveillance specialist was unable to contact the patient by phone. The patient said the apply sample issue started last week in the afternoon. She said, she took her usual dosage of insulin: 30 units of lantus insulin in the morning before the issue started. She was unable to test her blood glucose in the afternoon, but she took her usual dose of 15 units of novolog insulin at 2:00 pm. She said she was scared because she could not test her blood glucose and she lives alone. She said, she became sweaty and had hot flashes. She said she went to her daughter because she did not want to be alone. She was concerned that her blood glucose level might be too high and she ate less than usual. She stated that she went to the hospital, at an unspecified time, to make sure her blood sugar was under control; however, no info was provided regarding readings or treatment received in the hospital/ER. The cca was unable to complete troubleshooting because the patient did not have test strips. The patient's products were replaced. This complaint is reported because the patient alleges that the lfs product displayed the apply sample message and she was unable to obtain a blood glucose reading. Afterward, she claimed, she took insulin and felt hot and sweaty. She claimed she went to the hospital, but no blood glucose results or treatment info was provided.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.